Event description:
Pt alleges having tightness and capsules post operatively (i.e. 1984) and since about one yr after implantation it has become more intense. Pt also alleges lumps, sore arm, neck and side and she is tired and slow. Physician's note states pt has considerable concern that right breast implant may be faulty or leaking. He states reasons for implant removal as poor health, unexplained anemia, joint pain and tight feeling in the right breast.